Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's fill estimate was inaccurate right after completing the load process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump for therapy.